Event description:
It was reported that the user experienced a severe hypoglycemic event while using the ilet and later reported difficulty pairing a dexcom g7 sensor with the g7 app on their phone, with their healthcare provider directing them to discontinue ilet use. Symptoms included loss of consciousness consistent with hypoglycemia. Outcomes included recovery following oral carbohydrate intake without hospitalization. Investigation included user interview and preliminary troubleshooting guidance, with plans to obtain event details and logs when available. Investigation of this case revealed cause unclear for the hypoglycemic event and no confirmed ilet malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.